Event description:
A customer reported during a procedure, the unit would not phaco in quadrant mode. The system was exchanged to complete the case. There was no harm or injury to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the reported event of no phaco in quad mode. No system messages were recorded in the event log. The system was then tested and met all product specifications. There are no samples returning for evaluation and no additional information provided related to the event, therefore, steps cannot be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).